Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of skinvive¿ by juvéderm® in the cheek and perioral areas. Eight days following injection, patient was "stung by multiple bees in the face". One month later, patient received a covid-19 vaccine. Two weeks later, patient received a flu vaccine. Two weeks later, patient developed "8-10 hard nodules under skin" at the injection sites. Hcp treated the patient with hylenex approximately three weeks post-onset. Two days later, hcp treated the patient with a second round of hylenex, as well as prescribed doxycycline 100mg bid and a prednisone taper. Two months later, hcp prescribed a second round of doxycycline 100mg bid and a prednisone taper for 15 days. Symptoms are ongoing.